Event description:
User alleges that they had a pt that has been having injections for 2.5 years. The pt received injections in 2006 and the following month, and developed an abscess that they feel is due to our needle.

Manufacturer narrative:
This same pt also reported using lot number k661347; expiration date 04/2010 in 2006. Evaluations: the investigation is based on historical data and review of the device lot information. A review of the complaints database reveals no similar reports of abscess while using our needle. A review of mfg and sterilization records, for the reported lots, reveals that all records were within specification. Due to no similar reports rec'd, no problems during MFR, there is no way to determine that the needle in these lots was the cause of the reported abscess.